Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on start up a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the communication backplane printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.